Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. Ridge augmentation. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and bleeding. No further patient complications were reported.